Event description:
The complainant alleged that while attempting to defibrillate a pt in full cardiac arrest, the device would not charge and displayed a "defib paddle malfunction" message. The complainant indicated they were able to obtain another defibrillator to deliver therapy although the pt subsequently expired. The compainant indicated the patient's outcome was not as a result of the reported malfunction.